Event description:
Unomedical reference number (B)(4) event occurred in the united states. The patient reported that he was experiencing high blood glucose level when he checked his pump and noticed that the infusion set's tubing came apart at the quick release. The infusion had been in use for one day and the infusions were not stored or used, in a place where they might have been exposed to extreme temperatures and humidity. The site location was right side of patient's abdomen and the pump was also located on the right side. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.